Manufacturer narrative:
Unit received with keypad overlay peeling. Unit received with no button response due to flattened (escape and act) button dome switch (no crease). The keypad connector on j2/lcd is locked properly during visual inspection. Unable to perform self test and displacement test due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in case and act button. The customer blood glucose level was unknown. Customer was assisted with troubleshooting. Customer states the insulin pump not bumped or dropped. The device will be returned for analysis.